Event description:
As reported from our affiliates in (B)(4), this was a case of a 23mm sapien 3 transcatheter heart valve by transfemoral approach. As reported, at the end of inflation, the balloon burst when expanding the valve. To finish the expansion, the bav balloon was tried to be used but did not pass through the introducer; therefore, a non-edwards balloon was used.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A 23mm commander delivery system was returned locked with the loader cap on the flex shaft. 50% fine adjust and no flex were in use. The bav catheter was returned separately. The returned device was fully evaluated, and the balloon burst was confirmed. The balloon burst longitudinally 2.5cm in length. No missing balloon material. Due to the nature of the complaint (balloon burst), no functional testing was able to be performed. The complaint is confirmed through visual inspection. Single wall thickness of the inflation balloon was taken along the edges of the burst location. An out of specification measurement could make the material more susceptible to bursting and be indicative of a manufacturing non-conformance. All measurements taken of the balloon single wall thickness met the specification. The complaint for balloon burst was confirmed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to balloon burst. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, procedural training manual, and device preparation manual were reviewed. Based on the review, no IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from march 2021 to february 2022 for the commander delivery system (all models and sizes) revealed additional similar complaints for balloon burst. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaint for balloon burst was confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "as reported, at the end of inflation, balloon burst when expanding the valve." Patient anatomical information was not provided. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information, a definitive root cause was unable to be determined at this time.